Manufacturer narrative:
The associated complaint devices were not returned. Without the actual products involved and no device information, our investigation cannot proceed. If the devices are received or new information is provided in the future, this complaint can be re-opened. No further actions are being taken at this time. Based on this investigation, the need for corrective action is not indicated. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed to a patient to replace the liner and the femoral head due to continuous dislocations.